Event description:
During the transfemoral tavr procedure, there was difficulty removing the delivery system and the valve through the sheath, and a surgical cut down was performed to remove the system. The patient¿s right femoral artery was extremely tortuous, with an mld of 8mm. There was difficulty advancing the 20f dilator and 20f e-sheath into rcfa. The nf+ delivery system (ds) could not be advanced beyond the right external iliac artery (reia). The nf+ balloon was inflated with approximately 5ml of volume inside of the 20f e-sheath. This allowed the ds to be advanced into the descending ao. However, the team was unable to pull the ds balloon into the crimped sapien xt valve. The ds was pulled to valve alignment position, but the valve was not between alignment markers. The ds was placed in default position to try to relieve tension, and then placed back into valve alignment position. The fine adjustment knob was turned, but the ds balloon did not move. The decision was made to pull the system back into the sheath and remove the sheath. The valve again got stuck in the 20f e-sheath. The patient¿s blood pressure dropped and chest compressions were initiated while inserting a 32mm coda balloon into distal ao via lcfa. The e-sheath and crimped sapien xt were pulled back to the rcfa. The delivery system and sheath were removed together by surgical cutdown. The delivery system was cut in an attempt to retrieve the sapien xt by advancing a 24f gore dry seal sheath. The gore sheath was unable to advance over the crimped valve. The patient was transported to the or to repair a torn right external iliac artery and to remove the sapien xt from rcfa. Surgical repair was completed and the patient was sent to the ICU. However, the patient expired later that day due to a hemorrhagic stroke. It was perceived that the patient¿s severely tortuous vessel caused the event.

Manufacturer narrative:
The instructions for use (IFU) and the procedure didactic detail the steps necessary to successfully cross the native valve and align the transcatheter heart valve. Per the procedure didactic, if difficulty crossing is experienced the operator is advised to put tension on the wire and pull the system back and re-advance. Several factors can make it difficult to cross the native valve, including heavy calcification, wire bias into commisure, horizontal aorta, tortuous thoracic aorta, and a kinked flex catheter. In addition, the procedure didactic outlines the steps necessary to ensure smooth movement of the balloon catheter during valve alignment and to make fine adjustments. The instructions for use (IFU) highlight the necessary steps for valve alignment. The IFU instruct the operator to push the balloon catheter and the transcatheter heart valve (thv) slightly forward to release tension in the delivery system. The procedural didactic also explains how to release the tension once the valve passes the double marker. There are cases where difficulty is encountered during the valve alignment process. In most instances this resolves with routine troubleshooting maneuvers. In this case, the patient¿s severely tortuous vessels likely caused the stored tension on the wire and subsequent valve alignment difficulty. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.